Event description:
Axios 20mm x 10mm stent was placed through endoscope and positioned in patient. As md (medical doctor) went to deploy the stent, the handle broke into several places. Stent was unable to deploy. A second stent was then deployed successfully.